Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc product. There were no patient complications reported.